Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reports one of the wires has come loose in his body. Patient states he had a right shoulder replaced and had an sling across his neck and noticed about 3 weeks ago things started changing a little bit and having symptoms. Patient wondering if there is a way to test the implanted neurostimulator. Patient service specialist redirected patient to healthcare provider.